Manufacturer narrative:
: Device manufacturer date: the device was manufactured in (B)(6) 2020 based on the three-digit lot number. The specific date could not be determined with that information. During inspection and testing, the device could not be connected to the reprocessor. Inspection and testing found both sides of the grey lock levers and metal clips were detached and missing from the reprocessor plastic connector side. The missing/detached metal clip and lock lever were not returned for evaluation. In addition, there were scratches on the outside of the tube, scratches/nicks on the plastic connector, scratches and dents on both metal connectors, scratches on the plastic y-joint, and white spots inside the tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the connector on the subject device was broken during installation of the endoscope reprocessor. There was no procedural impact or patient harm associated with the event. The subject device was sent to olympus for evaluation. During inspection and testing, the device could not be connected to the reprocessor. This report is being submitted for the malfunction found during evaluation (unable to connect).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the connecting tube could not be connected due to the coming apart of the lock lever by external stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "9 preparation and inspection 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.